Event description:
Customer reported a past event of low blood glucose, though the specific value was unknown and only displayed as "low." Cause was not known. The control-iq feature on the customer's pump was active. The customer took corrective actions by consuming carbohydrates and glucose tablets. Technical support advised the customer to consult a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood this recommendation.